Event description:
Physician attempted to advance the zenith endovascular graft into the aorta via the left femoral artery. Severe calcification within the vessel prohibited the delivery system from being advanced successfully through the vessel. Procedure was aborted. Upon removal of the main body delivery system, a noted dissection of the artery was observed. The artery was repaired with the application of a patch graft.